Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Evaluation methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion: device discarded by user, unable to follow-up. (B)(4). Concomitant products: soundstar catheter; model #: unknown; lot #: unknown. Lasso navigational eco catheter; model #: unknown; lot #: unknown. Carto 3 system; model #:m-4800-01; serial #: (B)(4). Coolflow pump; model #: m-5491-02; serial #: (B)(4). Stockert 70 system; model #: m-5463-01; serial #: (B)(4). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure under general anesthesia using a smarttouch bidirectional catheter and suffered a pericardial effusion in the posterior basal area of the left ventricle. An atrial flutter ablation line was completed. The physician noted the pericardial effusion immediately after the second trans-septal puncture. At this point, heparin was stopped and protamine was administered. The patient exhibited no symptoms. The procedure was aborted. No intervention was needed. The physician believes that this adverse event was procedure related and that the effusion occurred during trans-septal puncture (unknown needle brand). There were no errors noted on any biosense webster equipment during the procedure. Acts had been maintained at 350s. The patient was fully recovered with no residual effects. There was no report of the patient requiring extended hospitalization as a result of this event. This adverse event is considered to be serious and MDR reportable.